Event description:
It was reported that the pt's lead migrated causing spasms in her right arm. The lead location was revised. Pt reports that spasms have ceased since the revision.

Manufacturer narrative:
Product remains implanted in pt. No product will be returned for eval. This is the final report.